Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. The visual inspection confirmed housing damage. Device has a bad odor. The functional evaluation confirmed the device was unable to generate or control negative pressure, establishing a relationship between the device and the event reported. The root cause was determined as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that device requires maintenance. During service evaluation was confirmed that device was not able to generate and control negative pressure. No case involved